Manufacturer narrative:
Ref ID: (B)(4). Digital diagnost r4.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand (9890 010 87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Philips received a complaint on digital diagnost r4.x indicating that the foot support shock absorber is damaged. The device was in use and there was no harm to the patient or user. Field service engineer (fse) performed analysis and concluded that the gas spring was broken due to gas piston had expired and detached from the patient support stand. The gas spring assembly needs to be replaced and based on the order from customer gas springs were shipped for replacement. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear and use error. The reported problem was confirmed by the customer. Gas springs shipped to customer for replacement. The data entered in this complaint record will be utilized for product quality and safety improvements.

Event description:
The customer reported that the foot support shock absorber is damaged. Field service engineer (fse) performed analysis and concluded that the gas spring was broken due to gas piston had expired and detached from the patient support stand. The gas spring assembly needs to be replaced. No person was harmed or injured.

Manufacturer narrative:
Refrence ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00059 ((B)(4)): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "((B)(4)). Sn (B)(6)". Box h: device manufacturers. Evaluation method code grid (2) updated. Added evm-cri-01 communication/interviews - c139457 imdrf code.

Manufacturer narrative:
Box g: contact office name changed from "(B)(4)" to "(B)(4)". Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".